Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6); implanted: (B)(6) 2020; product type implantable neurostimulator product ID 97745. Product type programmer, patient b3: event date is month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that their therapy is not helping much for couple months so she had not charged the implant for couple months because its not helping her and her condition have gotten worse. Patient reports she went to charge implant and getting data lost on controller screen on friday for the left implant. Patient states she needs put ins in MRI mode so that's why she needs to charge up implant. Patient was assisted with setting up controller and connecting recharger and started a charging session. Patient said she is getting excellent recharging quality, ins 80% and controller 40%. Patient states she was able to connect with her right side implant and charge ins normally after going through the passive recharge state. Troubleshooting resolved the reported issue. Additional information was received from the patient. It was reported that the pt mentioned they were going to see hcp soon and will ask hcp to take the implants out because they had not helped in over a year. Pt did not charge them in so long. Additional information was received from the patient (pt). They reported that the implant hasn't helped with their pain since 2019. They tried to recalibrate it, but it didn't help. Pt noted if they turned the implant up to where they could feel it, it would cause their muscles to spasm. Pt noted they were never able to meet with their hcp because of covid. Pt reported they were having the devices removed since they don't help with pain and they don't charge them anymore and that causes issues when they have to have an MRI done.